Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted after being damaged during a diathermy procedure. The physician elected to explant the ipg rather than risk any complications.